Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax and a hole on the surface of the device. It was initially reported by the caller, the bwi representative, that there were no error messages present but in the chamber, where the spring is on the catheter, there was blood. The caller stated that when they tried to go on ablation the catheter was displaying a high force and was jumping around on the screen. There was no difficulty maneuvering the device and no noticeable physical damage to the device. The customer¿s reported issues of blood in the spring chamber of the catheter, the high force and the jumping icon are not considered to be MDR reportable since the most likely consequence would be an intraprocedural delay and the potential risk that these could cause or contribute to a serious injury or death is remote. On 27-jan-2022, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside the pebax and a hole on the surface of the device. These finding were reviewed and determined the issue of a hole in the pebax is considered to be an MDR reportable malfunction since the integrity of the device was confirmed to be compromised.

Manufacturer narrative:
The product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the device. The hole at the pebax with reddish material inside it could be related to the force issue and the icon jumping reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. The instruction for use contains the following information: to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).